Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned device revealed contamination within the battery's output connector. This is an additional finding, not related to the reported event, likely due to handling of the device. Functional testing revealed that the device was unable to provide power to the controller and unable to charge on the charger. Supplemental testing revealed a damaged wire near the strain relief. The damaged wire resulted in the inability of the battery to charge or provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out if the battery remains connected to the battery charger. Additional testing bypassed the damaged wire and the battery was able to charge and discharge as intended. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a damaged wire in the battery output cable, likely due to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was flashing red when connected to the battery charger. The site tried a different port on the battery charger with the same result. Manufacturer¿s analysis revealed a mechanical and environment problem. No patient complications have been reported as a result of this event.